Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear of the tibial insert and patella possibly due to malalignment between the implants, high contact stresses during knee flexion/extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. The aseptic (non-infected) loosening may have been the result of an insufficient bond between the implant(s) and the bone(s). The cause of the prosthesis wear and reported loosening cannot be determined because the explanted components were not returned for evaluation and insufficient information was provided to determine which component(s) were found to be worn/loose.

Event description:
It was reported that a male patient, initial left knee implanted on (B)(6) 2021, underwent a revision procedure on (B)(6) 2024, approximately 3 years post the initial procedure. The patient was revised due to loosening from patella and poly wear. All components were revised. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. No explanted devices are available for analysis as they were disposed of by the hospital. Device images were provided. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 3474346 - 02-010-03-0250 - logic cr femoral cem, left, sz 5, 6521176 - 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, 6561250 - 200-02-41 - three peg patella 41mm, 6799735 - 201-78-15 - holding pin mini sharp point 4 pk, 6550818 - 201-78-81 - 3 trocar, mod. Hex 2pk, s088795 - 521-78-23 - threaded pin size 2.3 collared, s128699 - 521-78-23 - threaded pin size 2.3 collared, s007383 - 521-78-32 - threaded pin size 3.0 collarless, 9019020015 - a10012 - gps implant kit v2. Additional information, including the product investigation, will be submitted within 30 days of receipt.